Manufacturer narrative:
The investigation determined that higher than expected phyt results were obtained from biorad level 3 (lot 40903) quality control fluid using vitros phenytoin (phyt) reagent on a vitros 350 chemistry system. The assignable cause could not be determined. The biorad historical quality control results indicate an accuracy issue isolated to the biorad level 3 control fluid as the vitros tdm pviii results obtained using the same vitros phyt lot in combination with the vitros 350 system were acceptable. In addition, historical phyt quality control results indicate a within laboratory precision issue when testing both the biorad level 3 and vitros tdm pviii controls. An analyzer related issue and a control fluid handling issue cannot be ruled out as potential contributors to the event.

Event description:
The investigation determined that higher than expected phyt results (26.58, 26.18 ug/ml versus expected 21.36 ug/ml) were obtained from biorad level 3 (lot 40903) quality control fluid using vitros phenytoin (phyt) reagent on a vitros 350 chemistry system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The unexpected vitros phyt results were generated from non-patient fluids, however the investigation cannot conclude that patient sample results were not affected and would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of the event. This report is number 2 of 2 MDR¿s for this event. Two (2) 3500a forms are being submitted for this event as 2 devices were involved. This report corresponds to ortho clinical diagnostics inc. Complaint number(B)(4).